Manufacturer narrative:
The reported field event of setscrew connection anomaly was confirmed. Analysis revealed the left ventricular set screw was backed out of its connector block as a result of unscrewing the setscrew too far. The setscrew was also stripped and contained septum material inside the hex cavity. The backed out setscrew prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported during unrelated lead revision procedure that the implantable cardioverter defibrillator set screw was unable to be engaged by any hex wrench. The generator was explanted and successfully replaced. The patient was stable and asymptomatic.